Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital e1 - initial reporter address 1: (B)(6). Correction from h6 - device code: a0401 break to a150103 premature activation device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the main coil, the pusher wire and the introducer sheath were returned for the analysis. The main coil was bent and stretched at the middle section and the pusher wire was bent at the distal section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional inspection could not be performed due the coil and the pusher are not interlocking. The coil arm outer diameter (od), zap tip maximum od and primary coil od were measured and found to be within specification.

Event description:
It was reported that the coil was fractured. The target lesion was located in the bronchial artery. A 20mm x 50cm f-idc 2d coil was selected for use. During the procedure, the deployment process was not smooth, resistance was encountered during the advancement and the device was detached in the microcatheter. The device was not sent to the target position, it was pulled out with a guidewire and found fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the coil was released in the microcatheter, and the fractured part was not known.

Event description:
It was reported that the coil was fractured. The target lesion was located in the bronchial artery. A 20mm x 50cm f-idc 2d coil was selected for use. During the procedure, the deployment process was not smooth, resistance was encountered during the advancement and the device was detached in the microcatheter. The device was not sent to the target position, it was pulled out with a guidewire and found fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable. It was further reported that the coil was released in the microcatheter and the fractured part was not known.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Correction from h6 - device code: a0401 break to a150103 premature activation.

Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the coil was fractured. The target lesion was located in the bronchial artery. A 20mm x 50cm f-idc 2d coil was selected for use. During the procedure, the deployment process was not smooth, resistance was encountered during the advancement and the device was detached in the microcatheter. The device was not sent to the target position, it was pulled out with a guidewire and found fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable.